Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, a purge pressure low alarm occurred frequently and intermittently resolved without intervention, but continued to recur. During periods when the alarm was not active, purge pressure fluctuated continuously. The purge cassette was subsequently replaced. Prior to replacement, no leakage was identified in the purge line, associated connections, or cassette assembly. The patient remained in stable condition.

Manufacturer narrative:
D9: added devices return information.

Manufacturer narrative:
B2. Is death and date of death added. D6b. Explantation day, month and year added. H6. Health effect - impact code for death added.

Event description:
Additional information was received from a clinical review. The impella 5.5 was inserted via an unspecified access site in a male patient of unspecified age presenting with acute myocardial infarction of the left main coronary artery complicated by cardiogenic shock and cardiac arrest (cpa). The patient required extracorporeal membrane oxygenation (ECMO) and impella cp support prior to escalation to impella 5.5 on march 18. The patient¿s comorbidities and scai shock stage were not specified; however, the clinical condition was consistent with advanced cardiogenic shock requiring dual mechanical circulatory support. Beginning march 19, recurrent purge pressure low alarms were observed. The purge pressure was noted to fluctuate between approximately 200¿700 mmhg, including periods when the alarm was not actively sounding. It was reported that there were no visible leaks in the purge line, connections or cassette on inspection. As a troubleshooting measure, the purge housing was replaced on march 23. Following replacement, the purge pressure continued to fluctuate between approximately 200¿700 mmhg; however, the purge flow rate remained stable at 16¿17 ml/hr and no further purge pressure low alarms were reported. Device performance was not fully as expected due to persistent purge pressure variability and recurrent alarms prior to intervention. A product malfunction related to purge pressure instability is suspected but not confirmed. There was no reported patient impact directly attributed to the device performance issue. The patient expired while on support. The death is being conservatively reported; however, the outcome is more likely attributable to the patient¿s underlying clinical condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: purge pressure low: no issue was found on the returned purge cassette. The cause of the issue was not determined without sufficient clinical details, including data logs.